Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose levels. Customer tried to deliver insulin and nothing came out. The blood glucose reading was 320 mg/dl. Customer treated himself with manual injection. Nothing further reported.